Event description:
Procedure type: anterior resection. According to the reporter: during the procedure the surgeon applied the dst series eea stapler 31 mm with 4.8 mm the staples were straight. A new instrument was applied and there was no further bleeding. A lacerated rectal mucosa and additional tissue loss was not expected due to this problem. There was prolonged surgical time. The current status of the pt is satisfactory.

Manufacturer narrative:
(B)(4).